Event description:
It was reported that the patient presented in-clinic for a scheduled procedure as previously upon interrogation it was noted that the right-ventricular (rv) lead exhibited oversensing of noise. As a resolution the rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.